Event description:
The caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The issue resolved itself when the pump started charging again, and the caller decided to continue charging the pump and monitor the situation. They planned to call back if the issue persisted.